Event description:
Depuy asr hip implant implanted in (B)(6) 2006, is causing me to have very high levels of cobalt 19 and chromium 59 in my blood stream. At the present, I am getting several opinions from orthopedic specialist about what to do about this. None of the drs seem to know if I should have the device removed or just watch blood levels for now.